Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a ¿zap¿ over the battery pocket when getting into bed that resolved on its own after a few seconds and a ¿zap¿ over the battery pocket while sitting in their recliner that resolved on their own after a few seconds. It was noted that the events were not related to the study procedure and external device, possibly related to the neurostimulator, unlikely related to the leads, and possibly related to the therapy. The outcome of the events were noted to have been recovered/resolved as of (B)(6)2018 and (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported they had a painful zap over the pocket site which was now occurring daily up to 8-14 time a day. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and from a healthcare professional (hcp). It was reported that the implantable neurostimulator (ins) was turned on/off unexpectedly and the therapy was turning on by itself. The patient was getting shocking sensation at the pocket site about a month ago, about once a day, and since 2-3 weeks ago, the shocking sensation was a couple times a day and painful. It was noted that there was no particular time, body position, or location that the patient noticed the shocking sensation, it occurred when lying down, sitting, or standing still, and palpation did not elicit the sensation and it was not occurring with position changes. The pocket site had some redness and was sore at times, and the patient could rotate the battery if they wanted to, but they had not. The device was interrogated, which yielded normal results, and impedances had been tested in different body positions with a range of 800-900 ohms. The patient was getting therapeutic relief, and the adaptive stimulation function was on, but it did not explain the sensation only at the pocket site, and the patient reported no trauma or fall. The outcome was not recovered/not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep on 2018-ec-05. It was reported that the patient was experiencing periodic shocking near the implantable neurostimulator (ins) site. There were no falls reported and impedance measurements had no abnormal results. A rep was scheduled to meet with the patient on (B)(6) 2018 to potentially see what could be done. It was unknown if surgical intervention was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported the implantable neurostimulator (ins) was explanted on (B)(6) 2019. The rep noted there was constant jolting, shocking at the ins site, which resolved with the system off. The rep stated there was no patient injury. The rep stated the patient recovered without sequela after the device was removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-10-03 09:03:26 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on december 6th reported that impedances were normal, and therapy or coverage was good. The rep noted they didn't know what was causing the periodic shocking. The rep noted they meet with the patient on december 5th, but did not or could not determine why the shocking. The patient was seeing her healthcare professional (hcp) on december 12th. The rep noted there was no surgery scheduled at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the event was resolved on (B)(6) 2019. The hcp noted the device was interrogated. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient felt a ¿zap¿ of stimulation over the battery pocket that occurred when lying in bed that lasted for a few minutes then resolved. It was noted to have been painful stimulation. The outcome of the event was recovering/resolving as of (B)(6) 2018. No further complications were reported/anticipated.